Manufacturer narrative:
(B)(4) "catheter broken". The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure, the guide catheter broke when the pullwire was pulled during stent deployment. The broken guide catheter was removed from the patient with the use of a snare. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device found that push catheter is kinked approximately at 68cm from the distal end of the device and bent approximately at 3cm from the distal end of the device. The distal tip of the push catheter is damaged. The braided pull wire is kinked. The guide catheter was detached and it was not returned for analysis. The investigation concluded that the condition of the returned device was consistent with the complaint incident that the guide catheter was detached. Based on the product analysis, most likely some operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters, including the pull wire. Bound by kinks and bends the device would become difficult to deploy stent. Continued effort to deploy the stent would cause detaching of the guide catheter. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure, the guide catheter broke when the pullwire was pulled during stent deployment. The broken guide catheter was removed from the patient with the use of a snare. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.